Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a motor error alarm. The alarm occurred when they were going to administer a bolus. The customer¿s blood glucose level was unknown. Troubleshooting was performed. They were able to complete the insulin pump rewind. The insulin pump¿s alarm history contained both a motor position encoder error and more than one motor error within the last 30 days. They were advised to discontinue use of the device and revert to a back-up plan. The insulin pump will be returned for analysis.